Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported capsular contracture, baker grade IV side unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d4, d6b, h3, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1 continued: e1- additional fax number: (B)(6).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases is observed, white particles were observed, on the shell. Deformation is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. Side unknown. The device has been explanted and replaced.